Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of oversensing due to noise was noted on the right ventricular (rv) lead. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: b1, b2, b5, h1, and h6. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicating that the right ventricular lead was explanted and replaced to resolve the event.

Event description:
Additional information received indicating that the right ventricular lead was explanted alongside the device but was not replaced as the patient decided against having another implanted system. No known allegation of malfunction on the device.